Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer had issues with the force bipolar, needle driver, cadiere forceps and a second force bipolar instrument not engaging on universal surgical manipulator 1 (usm1) on the patient side cart (psc). The customer tried swapping drape and indicated the instrument barely rotates. The customer chose to use another patient cart to complete the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the usm errors 32058 & 26016 on axis 7. The vessel sealer was tested on the usm and had intermittent 26016 errors. The carriage was opened and debris was found on the rotor. The usm passed direction test, cva characterization, sine cycle, friction tests, carriage strength test, carriage sensors check, brake release test, brake hold test, advanced brake test, but failed carriage friction low & high.